Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) had developed a blood pocket around the pump, not caused by the component. Therefore, a revision surgery was performed, wherein the pump was repositioned in the scrotum.